Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous vessel. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with different device. There were no patient complications reported and the patient was in good condition post procedure.